Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date and expiration date cannot be determined. The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-05624 for a description of the first device. A hydrothermablator IV pole was used during a hydrothermablation (hta) procedure. According to the complainant, the hta system had fluid loss error(s). A continuity check was performed on the IV pole and the connections cleaned. Although the IV pole checked out as operating fine, the error(s) could not be isolated to the IV pole or the console. The procedure was completed, and no pt complications were reported. Although attempts were made to obtain add'l f/u, no further info is available.